Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm during rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm.